Event description:
Nurse returned to check the patient and found the IV tubing manifold broke in two pieces and fluid was running on the bed and floor. The IV tubing/manifold were exchanged. No harm to the patient. It is unknown how the event occurred. No visual defects were seen with the equipment and no known patient interaction with the equipment prior to the event. This facility has had ongoing problems with this device including connections that are loose or become loose after being used. Product has been returned to the manufacturer.